Event description:
The event of gel bleeding was confirmed not to have occurred as ¿no implant bleeding detected.¿ healthcare professional reported right side "right with low-grade capsular fibrosis and low grade chronic inflammation." Breast lumpectomy performed. Device has been explanted. This relates to the right side.

Event description:
Patient's representative reported "patient has suffered considerable health damage and impairment" . Subsequently, physician has reported " capsular contracture - baker grade iii, suspected alcl, breast implant illness and silicone bleeding. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and capsular contracture, baker grade iii.